Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, cause was not established for black foreign material. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had black foreign material. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the analysis of the foreign material. Updated fields: g3, h6, h11. The components on the foreign material sent was inspected using elemental analysis and organic qualitative analysis. The analysis revealed that the foreign material was likely a mixture of cellulose, esters and protein. When we observed the foreign material under magnification, thread-like object was seen but could not be identified. It was not possible to determine true nature of the foreign material or the reason it had remained in the reprocessing basin. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.